Event description:
It was reported that during an unknown procedure, it was observed that the device would close in tissue. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 07/28/2025. B3: only event year known: 2025 d4: batch # 370d00. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: - please explain in detail what was the issue with the device. Was the firing sequence started but not completed? If yes: did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? - did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? - was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ats45 device was received with no apparent damage and with three tr45w (b-d) reloads present. The reload (b and c) were received fully fired and the reload (d) was received partially fired 1/10 with the reload lockout spring and the reload deck damaged. The returned device was tested for functionality with test reload and it fired, cut, and formed all the staples as intended. The staple line and cut line were complete, and the staples met the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. The damage to the reload lockout spring and deck is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If the re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review ==> a manufacturing record evaluation was performed for the finished device batch number 370d00, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.